Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pressure. It was also noted that the right ventricular (rv)his bundle lead exhibited possible capture issues and far field p wave oversensing (ffpw). The rv his bundle lead remains in use. No further patient complications have been reported as a result of this event.